Event description:
It was reported that during a sleeve gastrectomy the device was opened using sterile technique and checked before loading the cartridge and was found to be working right. The first cartridge (black) was loaded and after inserting the gun through trocar, an articulation angle of 30 degrees was created, tissue was compressed for 1 minute and gun was fired. After all four firing strokes, the anvil didn't open using the anvil release button so the articulation also didn't set straight. The gun was removed out with the complete assembly i.e the trocar and articulation was set right. The trocar was re-inserted in the patient. When checked, the staple line didn't form on the tissue (it did cut the whole 60 mm but without any staples on the tissue. Procedure was completed using same like product. No adverse consequences for the patient. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? - gaster, pyrolus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? - no. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? - 1st. What other color cartridges were used before and after this event? - ecr60t (afterwards) with ple60a. Was buttressing material utilized? If so, which product? - no. - not applicable. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue?- yes, manual knife reverse switch, repeated firings of the closing trigger and anvil release button were used repeatedly.

Manufacturer narrative:
(B)(4). One piece sled. The analysis found that one cartridge instead of the reported long60a was received for analysis. Upon evaluation, the cartridge body, the one piece sled, and several drivers were found damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.